Manufacturer narrative:
The investigation for the reported positioning failure issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the positioning failure issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. A transesophageal echocardiogram (tee) showed impella shallow with pigtail behind posterior papillary. The impella cp was decreased to p2 for repositioning. Interaction with mitral valve, patient's rhythm worsening and severe hypotension noted. Repositioning attempts were unsuccessful. A new impella cp was placed.